Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a shorted d601 component on the bedside pca. The root cause for the shorted d601 component could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was unable to power on.